Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's spouse reported via phone call of hospitalization for high blood glucose of 700mg/dl. The customer indicated that the pump gave incorrect readings before and after a battery change. Customer also indicated that they were treating their blood glucose off of the incorrect readings. Customer indicated that there were some previous issues with the infusion sets and will call again when they are home from the hospital for further troubleshooting. There was no further information provided by the customer or by troubleshooting.